Event description:
It was reported that the arctic sun device received an alert 113 (reduced water temperature control). The patient temperature was 34c, target temperature was 37.0c, and the flow rate was 2.4 l/m, water level had 4 bars and was 26.1c. They emptied the 400cc right drain port and set the device to 42c in a manual mode. The water temperature went up to 39c, and they put the device back into the therapy mode. Per follow up 1 on 07jan2021 via kylie, stated issue was resolved during troubleshooting and patient was able to continue therapy.

Manufacturer narrative:
Per additional information received, it has been determined that this MDR event is not reportable.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the arctic sun device received an alert 113 (reduced water temperature control). The patient temperature was 34c, target temperature was 37.0c, and the flow rate was 2.4 l/m, water level had 4 bars and was 26.1c. They emptied the 400cc right drain port and set the device to 42c in a manual mode. The water temperature went up to 39c, and they put the device back into the therapy mode.